Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. Customer stated that the insulin was leaking at quick release site. Customer stated that the insulin pump was not dropped with the set in place. Customer was treated with injection. It was unknown whether the customer was using auto mode at the time of reported event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.